Manufacturer narrative:
Eval summary: the analysis results confirmed that the hand piece was returned with the 4-40 stud broken. No testing could be performed due to the returned condition.

Event description:
The 4-40 stud broke on the handpiece. No additional information known. No patient consequence reported.